Event description:
The exact date of this event is not known nor are any details provided about the pt other than it involved a child based on the size of the product. Note that the doctor provided the same feedback for three different catalog codes. The doctor reported, for all three of the pediatric-sized microcuff products that the event has happened to "all pts under 10kg; all were cardiac surgery and all nasal intubations." Further, the doctor reported that: "the endotracheal tube is kinking seriously and twisting". Kimberly-clark has no independent knowledge of the event reported above but is relaying the info that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database and identified.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided therefore, a review of the device history record was not possible. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.